Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant attempt, the right atrial (ra) lead was initially implanted in the ra lateral wall. After usual testing and attaching to the pacemaker the electrocardiogram (ECG) was observed with non- capture in the ra lead. Under fluoroscopy, the lead had dislodged. Multiple attempts to reposition the lead were made both in the appendage and lateral wall. Under fluoroscopy, the helix was seen to have been retracted or extended during helix deployment and/or reposition. After many more attempts, the physician decided to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).